Manufacturer narrative:
This complaint is related to MDR # 1828100-2013-00339 and # 1828100-2013-00362.

Event description:
The field service representative (fsr) reported that during preventative maintenance (pm) of the device, the heater cooler was leaking at the elbow connections. Since the event occurred during preventive maintenance, there was no patient involvement.